Manufacturer narrative:
The impella device was returned, and console logs from the reported day of event are consistent with complaint and show that after a day since pump start, the placement signal became not reliable, and corresponding alarm #1036 was presented. After another day of uninterrupted hemodynamic support the pump had been unplugged and re-connected in an apparent attempt to recover placement signal, however this time the console showed a controller error alarm indicating defective optical sensor lamp, and there was no placement signal. After two hours the console had been shut down, restarted, a new pump had been connected (409648), and placement signal was present. When the console was tested in danvers, the issue was not reproduced. Optical bench operated within specification, and there were no interruptions or losses of placement signal during lab testing. We were able, however, to replicate identical symptoms to those observed in the field by using a known-defective pump with broken optical fiber. Unfortunately, pump 409649 had been discarded before it could be analyzed and the defect confirmed. Repair: perform functional check of the console. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error yellow alarm and loss of opm data. It was reported that this aic was replaced with a loaner aic. There was no patient harm reported.